Event description:
A healthcare professional reported an ophthalmic handpiece would not recognize and handpieces intermittently worked. There was no phacoemulsification in a cataract surgery. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections d.4, d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The hp was returned for testing. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hp was received for this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The handpiece was connected to a calibrated resistance test box which found the input and output impedance, resistance, and crystal dissipation tests were within specification. The returned sample was connected to a calibrated system and was recognized. The handpiece was connected to dynamic tuning fixture (dtf) which was unable to recognize the returned sample. As such, the testing was unable to be performed to confirm the reported event. The returned handpiece was found to exhibit no issues in relation to ¿recognition.¿ however, the phacoemulsification issues could not be verified. Based upon the information, the root cause of the report events remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.